Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2016: sufentanil with concentration 200 mcg/ml at a dose rate of 185.38 mcg/day, bupivacaine with concentration 12.0 mg/ml at a dose rate of 11.123 mg/day, dilaudid 20 mg/ml at a dose rate of 18. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was received from a mortuary home. Further information was not provided. The patient's pump indication for use was other, malignant pain, and abdominal/visceral.